Event description:
It was reported that one of the self-drilling screws used with the burr hole kit would not drill into the patient¿s bone. The healthcare professional (hcp) used another screw from the kit and that screw performed well. There were no patient symptoms or complications associated with this event and the patient status at the time of this report is alive with no injury.

Manufacturer narrative:
Product ID: 924256, lot# 082218814a, implanted: (B)(6) 2014, product type: accessory. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082218814a, implanted: (B)(6) 2014, product type: accessory. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_prog, product type: programmer, physician. Analysis found the stimloc screw thread was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.